Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no samples submitted with this complaint. The complaint will be reopened if a sample is received. The reported condition was unable to be confirmed for this complaint. A formal investigation was open to determine the root cause and implement the appropriate corrective and preventative action (CAPA) because of a previously confirmed complaint from the same customer, where the sample was returned. The CAPA is currently in the open investigation phase. The production personnel were notified about the condition as well. A quality alert was generated to document the printed in reverse issue and incorrect assembly failure mode. The corrective actions will be addressed during the CAPA investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported they experienced a critical product issue where the graduated numbers were printed in reverse. This issue was discovered prior to use in the newborn intensive care unit.